Event description:
The customer complained of a questionable high inr result for 1 patient tested on coaguchek xs meter serial (B)(4) compared to the dade innovin laboratory method. At 8:22 am the result was 6.4 inr from the meter. Within 10 minutes, the dade innovin laboratory method result was 4.68 inr. The patient's therapeutic range is 2.5 to 3.5 inr. There is no allegation of an adverse event. The patient's current condition was provided as moderately healthy. The patient has no hematocrit concerns, is not on heparin, no antiphospholipid antibodies. The meter and strips were requested for investigation. Replacement products were sent. Relevant retention test strips (lot 286324) were tested in comparison with the current master. For the purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.